Event description:
It was reported that following a lavh, a leak was noticed. It is not known what symptoms the pt presented with, but at some unk point in time, the pt was brought back into the or. The leak was fixed by clamp, cutting and tying off the bleeder. A blood transfusion was given, but it is unk how much blood the pt lost. It appears that the origin of the leak was the ip ligament. The pt is recovering slowly.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.